Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic assisted distal gastrectomy, when opening the device, the blue head part of the inner obturator was broken/ cracked. The device was not used in patient and the procedure was completed with another device. There was no patient injury.